Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA notified: the initial reporter also notified the FDA on (10/23/2018) via medwatch #mw5080413.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had a small piece of debris stuck to the catheter. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd insyte autoguard bc shielded IV catheter had a small piece of debris stuck to the catheter. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Received a 20ga bc catheter-adapter assembly and a fully retracted needle assembly within an open package from lot number 8129762. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #8129762 regarding (B)(4). DHR review: a total of (B)(4) units were built/packaged on afa line 11 from (B)(6) 2018 through (B)(6) 2018. Review of the DHR¿s revealed that all challenge, set-up and in-process samples were performed per specification in accordance with the quality control plan and all passed per specifications. No quality notifications were initiated during production. A non-related td (2018-27-allowance of previous doc-pkg) was in place during production. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. The particle observed on the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.